Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage is irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the cause of it was unable to be specified. A definitive root cause could not be determined. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had a scope communication error causing static on the screen. The issue occurred during preparation for use for an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.